Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous right ventricular (rv) lead were exhibiting noise on both the rate-sense and shock channels. The patient's transvenous left ventricular (lv) lead has been programmed off due to non-capture of the left ventricle and muscle stimulation. Rv pacing inhibition has been reported, as noise on the rate-sense channel has been labeled as ventricular fibrillation (vf). The patient may have been symptomatic due to this inhibition.

Manufacturer narrative:
Technical services advised that the leads may be reversed in the header of the device, and recommended trying to produce noise via isometrics, as well as examining the shock electrogram for p-waves. A revision procedure was performed, during which the lv lead was repositioned. The patient was sent to another hospital where further evaluation confirmed that the proximal and distal shocking coil ends of the rv lead were reversed in the device header. These lead ends were repositioned in the correct ports, and the issue was resolved. According to the available information, this device, rv lead, and lv lead remain implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated. Additional information was received that the device was electively explanted. The device was returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.